Event description:
Pt reported that device was giving inaccurate high readings. Medical affairs specialist called and spoke with the pt in 2004, who provided add'l info. Pt stated that they have had diabetes for 30 years. They have had the meter for about a year now and have never had any issue with it prior to this event. They stated that last week (date unknown), they tested on their meter in the morning with a result of 400mg/dl. They took insulin (set amount plus the sliding scale based on that result, but they did not recall the exact amount they took). They did not have any symptoms at that time. Around noon that same day, they tested again on their meter with a result of 400mg/dl. Again, they took insulin (humalog, sliding scale based on the result, but dosage is unknown). They did not have any symptoms at this time either. A "short while later," they could not remember anything and their spouse found them to be in an incoherent state. Pt stated that they can't really say that they "lost full consciousness," but just "did not remember anything." Their spouse drove them to the e.r., where their blood glucose was "either 16mg/dl or 19mg/dl". They were placed on IV glucose and admitted to the hosp for 3 days with the diagnosis of hypoglycemia. Their medication regimen prior to the event consisted of their taking a set amount of nph insulin (dosage not provided) in the morning and bedtime. If their blood glucose was low, then they would decrease it by 2 units. They would also take humalog insulin on a sliding scale in the morning and evening if their blood level glucose level was high (sliding scale not provided). Post hosp visit, pt's doctor also placed them on lantus to be taken at bedtime. Pt also stated that they had never used control solution to check the meter and strips. They did not have any control solution available to run a test. This case is reported as an adverse event because the pt suffered a serious injury after basing the insulin on the meter results.